Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and found that the radiofrequency (rf) head would not interrogate and failed uplink fu nctional tests due to the rf head cable. It was also found that the rf head cable was twisted and the retainer was broken. (B)(4)

Event description:
The radio frequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. There was no patient invo lvement.